Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: the keypad was found to be torn on the up button. During testing, the down arrow and contrast keypad buttons were found to be intermittently unresponsive; the up arrow and ok keypad buttons responded appropriately. No keypad buttons were found to be sticking. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts.